Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 3. Reference MFR reports: #1627487-2016-05554, #1627487-2016-05555. Note: the patient received two leads from the same lot number of device 1. It was reported the patient's leads had several contacts with high impedance readings. In turn, surgical intervention may be taken to address the issue.